Event description:
It was reported that a power source alert occurred while the caller was using the tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.